Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. This product has not been returned to date. If returned analysis will be performed and this report will be updated.

Event description:
It was reported that the remote home monitoring system issued an alert for a code that indicated possible premature battery depletion. The battery status had decreased from an estimated 39 percent remaining to 16 percent remaining in a two-month time frame. Technical services (ts) was consulted and confirmed that the battery usage has increased at a gradual rate and therapy current remains available. Ts suggested the device be explanted and discussed appropriate approximate change out time frames up to 90 days, to ensure that therapy would continue to remain available. At this time the s-ICD remains in service and no adverse patient effects were reported. Additional information was received that the s-ICD was explanted. No additional adverse effects were reported.

Event description:
It was reported that the remote home monitoring system issued an alert for a code that indicated possible premature battery depletion. The battery status had decreased from an estimated 39 percent remaining to 16 percent remaining in a two-month time frame. Technical services (ts) was consulted and confirmed that the battery usage has increased at a gradual rate and therapy current remains available. Ts suggested the device be explanted and discussed appropriate approximate change out time frames up to 90 days, to ensure that therapy would continue to remain available. At this time the s-ICD remains in service and no adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the remote home monitoring system issued an alert for a code that indicated possible premature battery depletion. The battery status had decreased from an estimated 39 percent remaining to 16 percent remaining in a two-month time frame. Technical services (ts) was consulted and confirmed that the battery usage has increased at a gradual rate and therapy current remains available. Ts suggested the device be explanted and discussed appropriate approximate change out time frames up to 90 days, to ensure that therapy would continue to remain available. At this time the s-ICD remains in service and no adverse patient effects were reported. Additional information was received that the s-ICD was explanted. No additional adverse effects were reported. The device was returned for analysis.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. This product has not been returned to date. If returned analysis will be performed and this report will be updated. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.